Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a retosigmoidectomy, by rotating the handle of the circular stapler 29, it had a defect. The device did not have the point for connection with the warhead. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58m56. Device evaluation: the analysis results found that the cdh29a device arrived in the open position and with no anvil, no washer and no staples present. No functional test could be performed, as the rotating knob was noted to be damaged not allowing the device to open or close. The device was disassembled to verify the condition of the internal components and the knob-rotating pin was noted to be broken not allowing the device to work as intended. The damage to the rotating knob may have been due to an excess force applied while trying to close or open the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.